Manufacturer narrative:
No product has been received to date so an examination cannot be performed. No definitive conclusion can be made. If additional information is obtained, a follow up MDR will be submitted.

Event description:
It was reported: during the surgery, the tip of the driver shaft broke inside the cannulated screw. As a result, the procedure was significantly delayed, with approximately one additional hour required to remove the screw that had become lodged in the bone.